Manufacturer narrative:
Inspection of returned device revealed breakage of the catheter at its tip end and the trace of breakage after torsion. It is presumed that the tip end of corsair microcatheter was caught by cto lesion, where excessive rotational manipulation was applied, resulting breakage of tip end by the accumulated force exceeding the product design limit.

Event description:
To treat a heavily calcified cto lesion at mid of left circumflex, asahi microcatheter corsair was advanced with push and rotation, and it was noticed that the tip was lost and trapped inside the pt vessel. Retrieval of the trapped fragment was attempted by gooseneck snare, however, not successful. The tip was left in the anatomy at the physician's discretion. Procedure was completed with stable condition of the pt.